Event description:
A malfunction alarm was reported, identified by the code "malf 0". The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on how to reset the pump, assisted the customer in performing the reset, and advised them to call back if the issue reoccurs. The malfunction did not recur after the reset, and the customer was able to continue using the pump.